Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03321. It was reported that the patient was experiencing ineffective therapy, due to the left 3186 lead migrating confirmed via x-rays. As a result, the patient's lead was explanted and replaced, and therapy was restored post-op. Both devices are being reported as it is unknown which lead was the left lead replaced.